Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry (ble). Multiple interventions including resetting ble and applying magnet were attempted, but were unsuccessful. No further information was provided.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of telemetry. No further information was provided.